Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the touch screen of the device would not respond. The comment that the device could not power-up on line power was not able to be confirmed.

Event description:
It was reported that the programmer was powered on and the cursor could not be manipulated by the stylus. The battery was disconnected and the power was cycled. The programmer would not power up by line power, but did power up by battery which had four lights for battery status. Once powered up by battery, the stylus was unable to control the screen. The programmer has been returned for repair. There was no patient involvement.